Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. The customer changed the infusion set tubing and the issue continued. Customer's blood glucose level was 300 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.